Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that a piece of a uterine clamp broke off during surgery. The issue occurred during use in a hysterectomy procedure. Both parts were recovered; retrieval was confirmed via x-ray. There was a delay of less than 5 minutes during the surgery. There was no known harm to the patient and no further intervention required.

Manufacturer narrative:
The instrument failed in the jaw part of the male part due to breakage. The consideration of the fracture surface leaves a metallic bare fractured surface with a fine grain. Material deformation mark the break end. The suspected break start area is not discolored. Result: the material properties of the instrument are good with regard to the properties set during melting and deformation. There is a clean melting and a good transformation. The hardening treatment was professionally carried out from the lower austenitizing area. There is a fine martensite structure with fine carbides. The grain boundaries are with no abnormalities. The result of the hardness process is a working hardness of 47 - 48 hrc. The surface finish is neutral. The consideration of the fracture surface has no further side cracks. The fracture flanks are free of coverings. The crack progress is intercrystalline at the start of the fracture and then changes into the transcrystalline mode. In summary, the investigator comes to the conclusion that the qualitative execution of the clamp is rated as good. Material errors were not detected. In the opinion of the undersigned, the breach is a breach of violence the provided fracture pattern shows no influence of a corrosion reaction. Consequently, it should be a material overload.